Manufacturer narrative:
The insulin pump was received with normal operating currents. The pump also passed the self-test, unexpected restart error test, rewind test, basic occlusion test, and displacement test. The pump was unable to prime at 2.5lbs during the prime/compromised force sensor system test due to a faulty force sensor resistor. They were unable to test for excessive no delivery alarms due to a prime anomaly. The pump had a minor scratched lcd window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer representative reported via phone call that the customer was having issues with the no delivery alarm on the insulin pump. Customer stated that the alarm just went off and he has not used the pump. Customer stated that he wanted the pump to be replaced without troubleshooting.